Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A review of the device history record and complaint database could not be completed as there was no lot number provided. A f/u report will be submitted when the eval has been completed.

Event description:
The user reported that the cap on the sheath hub became detached during a cardiac interventional procedure. No report of harm or injury.